Manufacturer narrative:
The "patient identifier" and "date of event" have not been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will be generated.

Event description:
Dealer alleges ball joint snapped when user leaned over on joystick to grab something, user fell on the floor. Fire department responded to help user get up.

Manufacturer narrative:
Only the swing away joystick bracket was returned for evaluation. The ball joint on the sa joystick bracket was fractured. The text of the complaint and physical evidence indicate the end user utilized the joystick/bracket for weight bearing purposes. Pride warns against this action on pg. Twenty-one of the consumer safety guide.

Event description:
Dealer alleges ball joint snapped when user leaned over on joystick to grab something, user fell on the floor. Fire department responded to help user get up.